Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus (B)(6) for evaluation. Olympus (B)(6) inspected the device and confirmed the following: there was a leakage at the insertion tube due to perforation. The ccd cover lens and light guide cover lens were chipped. The distal end cap was damaged. There was a protrusion on the insertion tube. There was play in the angulation due to the elongation of the angle wire, and the cp stopper plate was broken. The reported event may have been caused by improper reprocessing by the user or by chemicals not approved by olympus used during the reprocessing by the user. According to the information provided by the user, this device was used for colonoscopy. The intended procedure was successfully completed with the device. The user has not reported any extension of the procedure that may have contributed to the deterioration in the state of health. In addition, the user contacted us and reported no deaths, injuries or infections using this device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to the service department of olympus (B)(6) due to a leakage from the device. The service department of olympus (B)(6) inspected the device and found that there was visible residue on the channel opening of the distal end unit, between the distal end cap and air/water nozzle, on the distal end cap, and between rubber ring and grip unit of the instrument channel port. The residue found remained even after the device was reprocessed with the olympus automated endoscope reprocessor model etd4 (not available in the USA). There was no report of patient injury and infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the following information, there is a possibility that foreign material or disinfectant that could not be removed due to improper reprocessing method or the storage environment of the device at the user facility left a residue on the distal end and instrument channel port. According to the inspection result of the device, there was a brown residue around the air/water nozzle at the distal end and around the instrument channel port of the control section. According to the inspection result of the device, the area around the objective lens and the light guide lens at the distal end turned white. The instruction manual provides precautions regarding the removal of water after reprocessing and the storage environment. The instruction manual contains precautions not to reprocess by non-recommended means. According to the past similar cases, it was concluded that residue was generated around the air/water nozzle due to improper reprocessing. The instruction manual provides the inspection of the insertion tube, including the bending section and the distal end, so following these instructions will allow the user to properly detect the reported event. In addition, the instruction manual provides warnings about reprocessing and storage, and the user can reduce or prevent the occurrence of the reported event by following these instructions. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.